Manufacturer narrative:
The initial reporter did not provide enough information to determine the specific type of device involved. No procode is available at this time. Where possible, a good faith effort will be performed to obtain this information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was sent for a trach revision and it was found that the patient has some sharp fragments and an exposed tracheal ring, mostly on the right side of the stoma. The device was leaking.